Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the slda. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report that the clip detached from one leaflet, requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. After deployment of the second clip, it was noted the mr had increased and the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment (slda)). Per the physician, it is possible the second clip was deployed overlapping the first clip. A third clip was placed on the medial side to stabilize the slda clip, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.